Manufacturer narrative:
Based on the investigation activities performed, we are unable to determine what may have caused the patient's post-op bladder lesion. The subject product was discarded and not available for evaluation. Per the information provided by the user, it was believed that the lesion may have been caused by contact with the capsure fastener post-operatively. There were no issues with the capsure reported at the time of use. At this time the cause of the bladder lesion cannot be identified; however, it appears to possibly be related to the location of the fastener by the user. The subject lot number was unknown, therefore, a review of the manufacturing records could not be performed. The IFU for the capsure fixation device contraindicates "carefully inspect the area in the vicinity of the tissue being fastened to avoid inadvertent penetration of underlying structures such as bone, nerves, vessels, and viscera. Use of the capsure permanent fixation system in close vicinity of such underlying structures is contraindicated. For reference, the length of the fastener below the fastener head is 3.2 mm, the fastener head is another 1 mm (total 4.2 mm)." Device was discarded.

Event description:
It was reported that a laparoscopic hernia repair was performed with a pp mesh and a capsure device. The capsure was also used to approximate and close the peritoneal flap. The procedure ended well and the patient returned home the day after. Two days after returning home, the patient returned to the hospital with urinary problems. Diagnostic tests revealed a small bladder lesion near a device tip (capsure fastener). Patient had a urinary catheter for 15 days. After it had been removed, the patient had no more problems. Surgeon is reported to be an experienced user of the capsure device and believed that the lesion may have been caused by contact with the capsure fastener post-op.